Event description:
It was reported there was a failure in the power supply and the alarm went off. There was no patient involvement.

Manufacturer narrative:
B4:24may2021. The field service engineer (fse) determined the ventilator had a 5v power supply failure. The fse replaced the motor controller board and the issue was resolved.

Manufacturer narrative:
The motor controller board was received for failure investigation. The customer complaint was verified. The root cause was failure of ic u30.